Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2143234. Medical device expiration date: 30jun2027. Device manufacture date: 23may2022. Medical device lot #: 1347417. Medical device expiration date: 31dec2026. Device manufacture date: 13dec2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was found. This occurred 588 times. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that clear and transparent liquid is found inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023 h6: investigation summary customer returned 8 open polybags with syringes from lot2143234, 8 open polybags from lot1242719 and 4 open polybags from lot 1347417. Customer stated that clear and transparent liquid is found inside the syringe. The retuned syringes were visual inspected, and no liquid was visually observed. Then 10 syringes from each lot were tested by pushing the plunger rod and small drops of clear liquid came out from: 2 syringes from lot 1242719, 3 syringes from lot 2143234, and 4 syringes from lot1347417. The material was removed and prepared for ftir spectral analysis. The ftir result was the same for all lots. A review of the device history record was completed for batch # 1242719, 1347417, and 2143234 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue. Root cause analysis: an ftir test was performed to verify the liquid reported by the customer. The result of the ftir concludes the material being a medical grade silicone, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Since all inspections were performed per the applicable operations qc specifications, a definitive root-cause could not be determined.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was found. This occurred 588 times. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that clear and transparent liquid is found inside the syringe.